Event description:
It was reported by service report that the litter speeds down when the base wheels are on the ground. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent x-frame base assembly causing the cot to go into high speed retract.